Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the lead. At follow-up, no new episodes were observed. Physician to follow-up with patient in (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.